Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened pediatric jugular set including the guide wire within its advancer and a 20ga introducer needle for analysis. Signs of use were observed on the returned components. The guide wire was observed to have multiple kinks/bends towards the distal end of the body and one towards the center. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The major kinks in the guide wire were located 9 mm, 33 mm, 37 mm, 52 mm, and 182 mm from the distal tip. The overall length of the guide wire measured 352 mm , which is within the specification limits of 350.0-355.6 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.613 mm, which is within the specification limits of 0.610-0.635 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned 20ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through complaint investigation of the returned sample. The guide wire had multiple kinks towards the distal tip and one towards the center of the body. The returned guide wire met all relevant dimensional/functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found swg kinked during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found swg kinked during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.